Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure only the pump was removed and replaced. No information was provided about the patient's outcome.